Event description:
It was reported that a patient with ring chromosome 20 was implanted with vns and within the past 2 months the patient was playing with a personal tablet and that the tablet would trigger strong seizures when he got closer to the tablet and was switching it on. The patient allegedly receives stimulation when playing with the tablet despite the magnet output current being disabled. The painful stimulation is at the location of the generator. The physician decided to disable the device as he was annoyed with the unpredictable stimulation and painful stimulation. It is reported that nothing happened to the patient since device disablement and the physician decided to program the vns back on. No additional or relevant information has been received to date.

Event description:
Information was received to clarify the reported events of unexpected stimulation. It was reported that this is referring to stimulation perceived when near the tablet and not normal stimulation. The patient has strong seizures when he got closer to the tablet. It was stated that bright light from the tablet is not believed to be the trigger for the seizures. The patient continued to have seizures with the tablet when the vns was disabled. In terms of the seizures being worsen than pre-vns baseline it was stated seizures seemed to be comparable but as it was abrupt, it was surprising for the patient so he may be declared a worse stimulation. Regarding the painful stimulation, the pain was not specifically localized at the device but the global area. When he was near the tablet, it was surprising for the patient so he may be declared a worse stimulation. The patient did not have painful stimulation when the device was off. No additional information has been received to date.